Event description:
It was reported that prior to implant the implantable neurostimulator (ins) did not hold a charge. The manufacturer representative (rep) indicated that the ins was fully charged with sprites; however, after reading it minutes later the ins read ¾ charge. This was attempted twice with the same result, so the rep did not feel comfortable implanting the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found no anomaly. The first clinician programmer interrogation showed the battery level at 100%. A charge session was started and the recharger screen battery icon was at 75% with full antenna coupling. In approximately 20 minutes the charging complete icons appeared. The recharger remained in this mode for approximately 20 minutes and charging stopped. The recharger was removed and the ins was allowed to sit for about 30 minutes, then charging was resumed and the charging complete icon appeared. The recharger was again removed and the ins sat overnight until the next morning, then charging was resumed and the charging complete icon appeared. The ins and its battery were functioning normally.